Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture during a routine follow up. An x-ray was performed and confirmed lead dislodgement. Subsequently, this rv lead was repositioned successfully. No additional adverse patient effects were reported. This device remains in service.